Manufacturer narrative:
Multiple attempts were made to obtain the device evaluation, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained.

Event description:
Philips received a complaint on the patient information center ix indicating has no audio for the system alarms. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.